Event description:
Litigation alleges that patient has experienced large amounts of toxic metal ions being released into her body; severe pain, discomfort and inflammation in her right thigh and groin; and a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position.

Event description:
Litigation alleges that patient has experienced large amounts of toxic metal ions being released into her body; severe pain, discomfort and inflammation in her right thigh and groin; and a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Update: (B)(4) 2012 plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code 1107187. A search of the complaint database search finds two additional reported incidents against the metal insert since its release for distribution; however, a review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.